Manufacturer narrative:
The customer's report the tubing came apart was found to be separated at the y-site was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection noted the set was separated at the engagement between the pvc tubing to the distal smartsite¿s inlet port, below the lower fitment. Closer inspection of the separation under magnification observed that each tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies observed. Functional testing was not necessary as it is obvious that a leak would occur as a result of the separation. Dimensional analysis was performed and the pvc tubing was measured to be within specification. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the tubing came apart at one of the port seams. This was noticed in the pharmacy when the pharmacy technician was priming a fluid bag. There was no patient involvement associated with this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing came apart at one of the port seams. This was noticed in the pharmacy when the pharmacy technician was priming a fluid bag. There was no patient involvement.